Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient (B)(6) stopped receiving stimulation. In turn, the patient underwent surgical intervention. During the procedure it was identified the lead was broken and diagnostic testing revealed high impedances. As a result, the physician explanted and replaced the patient's lead.